Manufacturer narrative:
Name: tandem street: 11045 roselle street line 2: suite 200 city: san diego state: ca zip code: 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced event on (B)(6) 2026, where infusion set fell off during use after few hours. The issues occurred with three similar types of infusion sets.